Event description:
Customer reportedly received results of 411 mg/dl and 188 mg/dl within 10 minutes on the aviva system. No high blood glucose symptoms reported. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.